Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "please find attached implant record for index and revision surgeries of left total hip. The revision was done due to a fall and periprosthetic fracture around the femoral implant. No further information is available from the surgeon or hospital." A stem, head, and liner were revised.